Event description:
It was reported by the customer that a pyxis medstation system had a drawer failed. Customer confirmed that the malfunction occurred when user tried to dispense medication and there was no delay and harm in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed and not detected on bus. A field service engineer reseated bus and rowboard cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.